Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d8 and h6 (component code is being corrected to 4749 - light source and medical problem code is being corrected to 3005 - output problem) . Additional information added to field b5, e3, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of error code e102 was not confirmed. Based on the results of the investigation, during troubleshooting with olympus technical assistance center (tac), the customer said that the light source was left on all weekend and the light source was not working. The user was directed to send the light source in for repair and was transferred to repairs. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for a diagnostic colonoscopy procedure which was completed using the same device. There were no reports of delay.

Manufacturer narrative:
Establishment name: (B)(6) clinic. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had an e102 error lamp outage. The issue occurred during preparation for use. There were no reports of patient harm.